Manufacturer narrative:
Additional information has been requested and is currently not available. No trend considering the following event is identified: does not fit/function. Device history records: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: during surgery on (B)(6), 2017, surgeon was not able to engage 32mm durasul liner properly into the allofit cup. After tapping the liner into the cup, liner was moving freely. It was attempted 5 times without success. Then surgery was completed with a 28mm liner without a problem and delayed by 30 mins. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis, according received information the device was discarded. Root cause analysis root cause determination using dfmea: damage of the insert (cause: impaction during implantation) due to high load due to impaction during primary implantation or revision => possible: high load may lead to damage of the insert. Difficulties to assemble insert due to high load due to impaction during primary implantation or revision leading to damage of screw plug => possible: it is unknown if the screw plug is damaged, therefore cannot be excluded. Difficulties to assemble insert due to high load due to impaction during the primary implantation or revision leading to damage of the polar plug => possible: it is unknown if the polar plug is damaged, therefore cannot be excluded. Difficulties to assemble insert due to high load due to impaction during primary implantation or revision leading to damage of polar thread of shell => possible: the shell was not received for the investigation, therefore this risk cannot be excluded. Difficulties to assemble insert due to high load due to impaction during the primary implantation or revision leading to fracture of the pelvis => possible: it is unknown if the pelvis fractured, therefore cannot be excluded. Failure of connection between shell and insert due to wrong pairing of components (wrong size) => possible: pairing component is unknown, therefore cannot be excluded. Failure of connection between shell and insert (wrong pairing) due to wrong selection of parts due to unknown compatibility => possible: pairing component is unknown, therefore cannot be excluded. Failure of connection between shell and insert due to wrong assembly procedure => possible: the insert was not received for the investigation, therefore this risk cannot be excluded. Conclusion summary review of the DHR of returned insert with size gg/32 indicates that the devices met all requirements to perform as intended. Since the product was not received and no photos were available,e it is not possible to confirm the reported event. Nevertheless, possible causes for the reported failure include high load due to impaction during the primary implantation, wrong pairing of components (wrong size), wrong assembly procedure, slight deformation of the metallic shell due to the very hard bone conditions, soft tissue and/ or debris left between insert and cup prior to seating and storing the insert in a rather cold place which might lead to a slight decrease of the outer diameter (material reduction). Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a durasul, alpha insert, gg/32 on unknown implantation position on (B)(6) 2017. The surgeon was not able to fit 32mm durasul liner properly into the allofit cup. After tapping the liner into the cup, liner was moving freely. Then the liner 32mm was removed and the surgery was completed with 28mm liner and delayed by 30 mins.